Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by a stomachache. The cause of the peritonitis was unknown. The patient was not hospitalized for the event but they visited the emergency room for the event. On the same day as diagnosis, the patient began treatment for the peritonitis with fortum and cefazolin, intraperitoneally (doses and frequencies were not reported). On an unreported date, physioneal and extraneal therapies were discontinued. At the time of this report, the antibiotic treatment was ongoing, the patient¿s pd effluent was getting clearer, the patient¿s symptoms were getting better and the patient was recovering from the peritonitis event. No additional information is available.